Event description:
Surgeon was implanting a 3.5 mm lcp medial distal tibia plate and a 3.5 mm locking screw went through a hole in the plate. Pt revised due to plate breakage; non union was noted. Screw was explanted at the time of this revision.

Manufacturer narrative:
Synthes is unable to determine the manufacturer, the 510k number, or the device manufacture date without a lot and part number. No investigation could be performed, no conclusion drawn, as no device was returned.